Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed a rapid decrease in battery level on the pacemaker (pm). Premature battery depletion was suspected. No changes or intervention was reported. There were no patient consequences.